Event description:
It was reported that the patient presented to the hospital emergency room for reasons unrelated to the pacemaker. Upon interrogation the message indicating that the egm's had to be cleared because they were "invalid" appeared. The issue was resolved by reinterrogation. The patient was discharged and would be monitored.

Manufacturer narrative:
(B)(4)